Manufacturer narrative:
Insulin pump passed all operating currents tested with in the spec range and passed off no power test. Insulin pump monitored and tested with no unexpected battery out limit and no weak battery alarms noted. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, severely scratched display window, and stained end cap sticker noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed weak battery and replace battery alarm every time the customer operates on the device. Customer also mentioned that the batteries were depleted every two hours. Customer's blood glucose level was 13.2 mmol/l. Customer was advised that the insulin pump will be replaced. Customer will be returning the device for analysis.